Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, when the physician released the smart control 8 x 40 mm stent, the stent was deployed distal to the intended target lesion site. An additional stent was deployed proximally to complete the procedure successfully. There was no reported pt injury. The target lesion was a dialysis shunt. No additional pt or lesion info was available.

Manufacturer narrative:
The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. The product was stored and handled properly according to the instructions for use (IFU). The smart control locking pin was said to be in place during deployment. The stent delivery system (sds) was advanced past the lesion and then withdrawn back to the lesion prior to deployment. The handle of the device was held flat and straight outside the pt during deployment and a fixed inner shaft position was maintained. No unusual force was applied during deployment. The tantalum markers were observed to open symmetrically. The additional stent expanded well with good wall apposition. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.